Event description:
The reporter stated the surgeon used cq2015a collamer aspheric three piece lens. The surgeon noticed the haptic broke while advancing lens. The lens was not inserted into the eye, but there was pt contact. No pt injury. No injector or cartridge lot numbers were provided.

Manufacturer narrative:
(B)(4): eval: results - visual inspection of the returned product found lens torn at the loop haptic junction. Lens was returned in liquid. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).